Event description:
The facility representative reported a colleague infusion pump with a faulty main display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty main display was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to a faulty main display with lines on it. The main display was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.